Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the lock button of the keyboard was not working. The keyboard was also scratched and contaminated, the keyboard was also lifted close to the lock/unlock button. It was also noted that the upper case, lower case, and one side bail cover were broken, the battery release, ring cover and lead flex cover were contaminated, the battery contacts were compressed, the battery drawer was damaged, the keyboard flex connector of the display was broken, and the battery flex connector of the main printed circuit board was broken.

Event description:
It was reported that when the epg (external pulse generator) was attached to a patient, likely pediatric, the lock button would not stick when the doctor would set the settings. The epg was changed out with another device. There were no patient complications as a result of this event. The epg was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event, the lock button of the keyboard was not working. Further analysis determined the root cause was a cracked circuit trace (path) on the keypad, which could prevent proper button operation. The keyboard was also scratched and contaminated and lifted close to the lock/unlock button. The upper case, lower case, and one side bail cover were broken, the battery release, ring cover, and lead flex cover were contaminated, the battery contacts were compressed, the battery drawer was damaged, the keyboard flex connector of the display was broken, and the battery flex connector of the main printed circuit board was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.